Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a lead perforation occurred. The lead was explanted and replaced. The patient¿s condition is fine after the event.